Manufacturer narrative:
Livanova deutschland manufactures the essenz heart-lung machine (hlm). Livanova has initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heart-lung machine (hlm) double roller pump displayed the error message "pump defective." There is no report of any patient injury.